Event description:
Caller reported an alarm 2 followed by alarm 26 related to an occlusion event, which caused the customer¿s blood glucose level to exceed 500 mg/dl, as indicated by a "high" reading. Customer attempted to address the high blood glucose level by administering a correction bolus through the pump and resumed insulin without requiring assistance from a third party. It was noted that the customer experienced multiple previous occlusion events and was advised to seek additional follow-up, suggesting persistent occlusion issues.